Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The download history file showed multiple 0.2 unit boluses that were programmed and delivered during night time hours. However, the button trace event file was overwritten so we were unable to confirm if the boluses were manually programmed by the customer. The insulin pump was monitored for one week with no unexpected boluses noted.

Event description:
It was reported that the insulin pump was bolusing without being programmed to deliver insulin. The customer's mother stated that the customer was receiving 0.2 unit boluses at random times in the night. Advised the customer's mother to try to lock and block the keypad. The customer's mother also stated that the doctor wants the insulin pump replaced. The customer's mother further stated that a no delivery alarm had occurred. Nothing further was reported.